Event description:
A home patient (hp) reported to baxter (B)(4) a leak in a cassette. The leak was noted in a section of the tubing. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4): evaluation summary: the device was returned with the suture undamaged and partially exposed. The anterior needle was captured by the anterior cuff. The posterior needle tip was bent. The posterior portion of the foot was detached and not returned. Inspection of the returned device indicated that the posterior needle had struck the posterior foot during needle deployment, resulting in a bent posterior needle tip and detachment of the posterior portion of the foot. The posterior needle struck the posterior portion of the foot instead of engaging with the posterior cuff as designed. The posterior cuff tabs remained undisturbed, which is an additional indication that a posterior needle-to-cuff miss occurred. The suture could not be retrieved during needle plunger removal as reported. The probable root cause for the posterior portion of the foot detachment is forcibly deploying the needles against resistance when a needle deflection occurred. The instructions for use (IFU) state under the precautions section do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The probable root cause for the needle deflection is due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. As a possible influencing factor, the device was deployed in a moderately calcified vessel and the IFU state that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.